Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the impella rp motor spiked and flows decreased during a procedure the patient was undergoing. The impella was removed. There was no harm to the patient.

Manufacturer narrative:
B.5 additional information was received. H.6 added health effect - clinical code to reflect new information. B.3 revised date of event due to new information received since the previous manufacturer device reports number 1220648-2025-25651 have been submitted.

Event description:
Additional information was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured worsening renal failure with a "probable" relationship to the impella device used: ¿(B)(6) 2025 creatinine peaked to 2.5. Crrt started, converted to prrt. (B)(6) 2025 last hd and creatinine dropped to 0.8¿. The patient recovered with no sequelae.

Event description:
Additional information was received on (B)(6)2025 via abiomed¿s long-term outcome and quality (loqi) indicator impella registry indicating an allegation of "thrombus in device": no adverse event was reported as a result of the event.

Manufacturer narrative:
The following updates were made to manufacturer device report 1220648-2025-25651 to reflect new information received. Based on new information received b1 updated to both adverse event and product problem. B5 updated with additional information based on new information received h1 type of reportable event was updated to serious injury h6 health effect - clinical code updated to reflect new information g2 report source; study was missing from manufacturer device report 1220648-2025-25651.

Manufacturer narrative:
The following information was updated to reflect additional information received. B.1 updated to both adverse event and product problem. B.2 updated to reflect other serious. B.5 updated with additional information. H.1 type of reportable event updated to serious injury. H.6 added health effect - clinical code and health effect - impact code to reflect new information d.4 revised serial number as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25651. G.2 study selection was added to report source as it was missing from the initial manufacturer device report number 1220648-2025-25651.

Event description:
Additional information was received via abiomed¿s long-term outcome and quality (loqi) indicator impella registry indicating an allegation of "thrombus in device". No adverse event was reported as a result of the event.